Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information received indicates that the patient was admitted the day before the explant procedure and the patient also had an erosion. There were no additional adverse patient effects reported. The lv lead was explanted.